Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized for high blood glucose. The patient's blood glucose at the time of incident was 471 mg/dl, and she was treated with an IV bolus. The nurse stated that the insulin pump had no delivery alarms. There was also instances of unexpected restart error alarms and signal too low alarms. No troubleshooting occurred, and no products were returned or replaced.